Event description:
On (B)(6) 2023, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius he was hospitalized following abdominal pain. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory specimens were obtained during this admission; however, the outpatient clinic is still waiting for laboratory testing results. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed antibiotics during this admission; however, the outpatient clinic is still waiting for hospital discharge paperwork and the type, route, dose and frequency of prescribed antibiotics remain unknown. It was believed the patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. Though the cause of this patient¿s adverse event was unknown, there was no indication the peritonitis and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic. The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.